Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with steelex suture. The client reported that the 4pcs found to have puncture holes on the packaging. All holes occurred on the same area of the packaging. 8pcs of the same box used without noticing the packaging defect. No further information received.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 4 samples with the second pack (peel pack) closed but there were some punctures or holes on the cardboard support and also on the paper part of the peel as can be seen in the enclosed pictures. The most probable root-cause was a drop of the product box during transport that could damage the cardboard support. Consequently, the steelex sternum thread pierced the cardboard support and the paper of the second pack. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling usp/ep and b. Braun surgical requirements. Taking into account that no other complaints have been received concerning this issue in this product, we consider this was an isolated box. Remarks: the design of the new support is reviewed to avoid that this issue happens again. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.